Manufacturer narrative:
(B)(6) sample was available for investigation. The customer reported that the affected sample was from lot 24115171 and that "the line separated during infusion on the (B)(6)." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience, where the pumping segment had separated from the tubing connector, however the retention ring appeared to have been present at the affected joint prior to the separation. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience; however the retention ring appeared to be present, from the analysis of the photograph, indicating that the product had been correctly assembled. A review of the production records for lot 24115171 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the joints of the pumping segment are an interference (friction) fit, rather than solvent bonded, it is designed to withstand more than the pressure created by the pump and that required by bs: en: iso 8536-9: (infusion equipment for medical use. Fluid lines for use with pressure infusion equipment). All design and in-process testing performed on these products shows that this product is capable of meeting the leakage and tensile strength requirements of this standard, however if a higher internal pressure or a large pulling force is applied it is possible that this joint will separate. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the (B)(6) product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the line separated during infusion on the 2420-0007. Infusion -n/saline.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.